Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a mechanical lithotripsy procedure in the bile duct performed on (B)(6) 2010 (female patient, (B)(6) weight unknown) according to the complainant, during the procedure, the basket of the device would not open and when the physician tried to open the basket the tip fell within the patient. The physician attempted to retrieve the tip with no success and expects the tip to pass naturally. The procedure was completed with a different device (product unknown).

Manufacturer narrative:
A visual evaluation found that the clear sheath of the coil assembly had been pushed back for a length of 3 millimeters. The proximal end of the coil and sheath had been pulled out of the black heatshrink at the distal end of the handle. The proximal end of the coil was found to be 35.5 centimeters from the distal end of the black heatshrink. The coil was found to be buckled 4.0 centimeters from the proximal end of the coil. The sheath on the proximal end of the connecting wire underneath the coil was also found to be buckled and accordion. The entire coil sheath assembly was removed from the device to visually inspect the distal end of the basket. The tip of the basket was found to be detached and was not returned for evaluation. The distal end of the basket wires were inspected and no damage or deformation was noted to the wires. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Manufacturer narrative:
(B) (4) tip detached the device has been received but the evaluation is not complete. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a mechanical lithotripsy procedure in the bile duct performed on (B) (6) 2010 (female patient, (B) (6), weight unknown) according to the complainant, during the procedure the basket of the device would not open and when the physician tried to open the basket the tip fell within the patient. The physician attempted to retrieve the tip with no success and expects the tip to pass naturally. The procedure was completed with a different device (product unknown).